Manufacturer narrative:
Visual findings observed the foam and cable materials of the returned sensor belt appeared to be cut off with a sharp object as the edges of the failure areas have clean cut/straight lines. Hair and lint found on the blue hook fastener. No broken stitches observed. Analysis of the product determined that the failure appears to be caused by excess pull forces causing the two sections of the product to separate. This could be caused by the patient not self-releasing before trying to exit the wheelchair. The instructions indicate do not leave patient unattended unless you are sure patient understands purpose for and how to remove the belt. If this step was performed, the excess force on the belt (greater 96 lbs) would not be expressed and cause the foam product to rip. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
(B)(4) received a notice from (B)(6) at the facility that a patient fell out of their wheelchair after a sensor belt had ripped (no injuries). Information was passed along other leadership regarding this issue, along with the lot number.